Event description:
The facility representative contacted baxter to report an infusor that had the reservoir ruptured during filling. The device was being filled with saline. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Event description:
The lay user/patient contacted lifescan alleging the meter powers off during use. It was also alleged the meter does not turn on with the power button. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.